Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified lower readings and readings of 'lo' (< 40 mg/dl) with the adc freestyle libre sensor, as compared to the built-in meter. The caregiver reported treating the customer with milk and sugar for 6 hours due to low readings. The customer then had contact with a healthcare professional, where a healthcare meter reading of 455 mg/dl was obtained, as compared to a sensor scan of 64 mg/dl. The customer was treated with bolus insulin injection (dose unknown). There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported unspecified lower readings and readings of 'lo' (< 40 mg/dl) with the adc freestyle libre sensor, as compared to the built-in meter. The caregiver reported treating the customer with milk and sugar for 6 hours due to low readings. The customer then had contact with a healthcare professional, where a healthcare meter reading of 455 mg/dl was obtained, as compared to a sensor scan of 64 mg/dl. The customer was treated with bolus insulin injection (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.